Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report # 3005099803-2009-05230 for a description of the other device. It was reported to boston scientific corp that a resolution clip device was used during a esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2009. According to the complainant, during the egd procedure, the physician inserted the clipping device into the egd scope and positioned the device in the stomach. However, the physician was unable to advance the clip out of the sheath. A second of the same device was opened and positioned in the stomach. Again, the physician was unable to advance the clip out of the sheath. A third of the same device was used to complete the procedure. It is unk what the clip was being used to treat within the stomach. The account reported that there was no visible damage to either of the two clipping devices. No pt complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported as fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. The device has been received by this MFR, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).